Event description:
It was reported that the user received a recurring ¿check sensor¿ alert in the ilet mobile app when scanning the freestyle libre 3+ sensor to start the system, and the user re-scanned without resolution before being advised to replace the sensor and was transferred to the sensor manufacturer¿s support. No adverse clinical symptoms were reported. Outcomes included no reported impact on health and no hospitalization. User support included troubleshooting and education provided by support. Investigation of this case revealed a suspected sensor communication or scan error, consistent with a sensor data acquisition issue that prevented successful startup. It was concluded, based on previously established findings for similar reports, that the cause was user- or sensor-related scanning failure without device malfunction.